Manufacturer narrative:
On 6-jan-2022, the suspected medical device was returned for evaluation. On 19-jan-2022, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 16-nov-2021, mentor received additional information regarding the implantation date, suspected medical device, and revision surgery. The implant date was (B)(6) 2013. The suspected medical device is a 275cc mentor memorygel breast implant (catalog #: 3502751bc, right serial #: (B)(6)). The patient is scheduled to undergo bilateral removal and replacement with two unspecified breast implants on (B)(6) 2021. The relevant fields have been updated. On 26-nov-2021, mentor received additional information regarding the patient¿s symptoms and replacement devices. The patient experienced bilateral breast ptosis. The patient¿s surgeon stated that mammogram performed on (B)(6) 2021 and ultrasound performed on (B)(6) 2021 indicated bilateral rupture. The replacement devices are two 225cc mentor memorygel breast implant prostheses (catalog #: 3502251bc, left serial #: (B)(6), right serial #: (B)(6)). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with two unspecified mentor gel breast implants and experienced bilateral rupture postoperatively. The diagnosis was confirmed by a healthcare professional based on ultrasound. At the time of this report, mentor has received no information regarding an expected explantation date. The implantation date was estimated as (B)(6) 2006 based on available information. This report is for the right-sided prosthesis.